Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the original report was filed. The product was returned for investigation. There was no evidence of a controller malfunction in the data logs. The console was run continuously from 7/11 to 7/18 with no controller errors. There was no issue found during the case. The device functioned/operated to specification.

Event description:
The user facility reported that a controller error occurred. There was no patient harm reported as a result of this incident.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: alarm header displayed in the left column; window is color-coded red for critical alarms, yellow for serious alarms, white for advisory notifications, gray for resolved alarms¿. "Overlaid with a translucent yellow when the controller cannot determine catheter position, position is wrong, and placement monitoring is suspended or disabled".